Event description:
It was reported that this implantable device was explanted due to infection. No additional patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).